Event description:
It was reported that the pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements measuring, 2273 ohms. It was noted, over the last year there was a couple spikes in impedances, however, they were not out of range. No observations of noise on the presenting or stored events. Technical services discussed possible causes and provided programming options. At this time, the device and this rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).